Event description:
It was reported that the right ventricular lead had loss of capture, and appeared to have had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Test strips were expired.

Manufacturer narrative:
Customer returned both the listed meter sn and meter sn (B)(4) for investigation. The complaint is not confirmed. Both meters powered on with button and strip insertion. Did not observe port issues with the returned meters. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
Customer reported their adc meter did not turn on with test strip insertion and customer was not able to test. Customer also reported experiencing symptoms of extreme chest pains, acid reflux, unable to concentrate and weakness. Customer stated that she also had a kidney infection and peripheral neuropathy. Paramedics were called and they transported customer to a health care facility where she was diagnosed with severe hyperglycemia and treated with IV fluid and an unknown medication to "calm her stomach". Customer also stated that a CT scan and an EKG were also performed. There was no report of death or permanent impairment associated with this event.